Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of around 300 (mg/dl) after changing their infusion site. During follow up call with the customer on (B)(6) 2016, customer reported that they contacted their health care provider and they are happier with their bg level range. Customer did not indicate how bg levels were treated.